Manufacturer narrative:
The reported telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during device checks, pacing spikes were observed at a rate other than the programmed ICD base rate. The nature of the spikes could not be determined. The patient had a previously implanted pacemaker programmed out of service. The ICD was electively replaced with a new pacemaker due to a change in the patients indication. No further complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.